Event description:
Per the audiologist, the results of a post-op x ray indicate unusual placement for the device. At that time the surgeon decided to leave the device as is. The audiologist was then unable to receive good responses from the device. Revision surgery for better placement of the electrode array is scheduled for 2009.

Manufacturer narrative:
Other: implanted devicve remains.